Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 3.00 x 12mm taxus express2 drug eluting stent would not cross the lesion. The physician removed the device to dilate some more. When the physician went back in with the stent, he noticed and felt that the stent strut was raised. The procedure was completed with another taxus express2 stent. No pt complications were reported. Pt status reported as "ok".